Event description:
Reported alleged the customer obtained a discrepant blood glucose result of 312 mg/dl back to back with a result of 98 mg/dl on aviva system when testing was performed within 10 minutes. Reporter stated she gave the customer 10 units of novolin 70/30 based on the result of 98 mg/dl, as she would have normally done based on his results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.